Event description:
Initial result for a pt magnesium was 4.2 mg/dl. When repeated, the result was 2.1 mg/dl. The incorrect result was not reported. The field service representative found the probe was damaged and repaired the instrument